Event description:
It was reported, the pt died due to cardiac arrest. The cause of death is unrelated to the pt's scs system. It is unk if the pt's devices were still implanted at the time of death. It is unk if any device will be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.